Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Loose connections at the table generator interface connector. Also, there was a missing connection at the high voltage transformer. The wiring was made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview intermittently had communication errors between the system and table. Reinitialization was necessary to clear the errors creating delay. There was no adverse patient involvement. There was no patient information reported.